Event description:
A (B)(6) male who had left total knee replacement (B)(6) 2008. Recently, he has experienced instability, pain and swelling of left knee. Was lying in bed approximately one week prior to surgery with left knee bent at an angle, he felt a painful "pop" in the knee and could not straighten it out. It seemed better the next day. Several days later, he experienced the pain again and could not straighten the knee. Xrays of left knee done outside of facility revealed a "loose screw" in the left knee prosthesis. Admitted for scheduled, elective arthroplasty and left total knee revision. On (B)(6) 2011, patient underwent revision of left knee tibial component; polyethylene exchange with metal removal (loose screw) left total knee. This was done under spinal anesthesia with femoral nerve block. An incision was made to the left knee and the patella slid laterally and the loose screw removed prior to entering the joint. The previous left tibial baseplate, which was inserted (B)(6) 2008 was removed - stryker/duracon, howmedica universal tibial baseplate, non-beaded, large 2.79 mm-and a new stryker/duracon, howmedica posterior tibial insert was placed. Tolerated surgery well and had an uneventful post-op course. Discharged (B)(6) 2011 - post operative day #2-to home with home health for physical therapy. Diagnosis or reason for use: degenerative arthritis, left knee.